Event description:
It was reported that a 41-year-old hispanic female patient who underwent a primary breast augmentation procedure with mentor memorygel breast implant 400cc gel breast prostheses developed capsular contracture in both breasts post implantation (baker grade unknown in left breast, baker grade iii-IV in right breast). The capsular contracture was diagnosed via a physical exam. Additionally, it was reported that the right breast incision site is open and the patient had leakage. As a result, the patient underwent bilateral explantation on (B)(6) 2023. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2023-06463 for the report for the patient¿s right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: according to the information reported, the patient presented with capsular contracture. The product was returned to mentor for evaluation. Mentor conducted a visual inspection and microscopic examination of the returned device. During the visual evaluation of the device, a tear was found on the posterior view, measuring approximately 2.5 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tea, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. CAPA activity was not required. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Reason for device explant and/or reoperation: capsular contracture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).